Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated they needed to order a new battery pack for the controller because the controller was not holding a charge. Patient at first said the controller battery was depleting quickly when trying to charge the implanted neurostimulator and the implant would only charge to 80% and no higher. Patient also mentioned they got no device found the other day with recharger over the implant. Patient inspected recharger cord and pins but did not see any damage. Patient examined controller port and battery compartment but said it looked fine. Patient reset controller and cleaned connections. However after troubleshooting equipment, patient then clarified they actually meant the implant battery wasn't holding a charge, not the controller battery. Patient said the issue of implant depleting quicker started probably 2-3 weeks ago and patient hasn't changed their settings (patient mentioned intensity was only in the 1s). Patient then said they tried resetting controller. The issue was not resolved. Agent reviewed implant battery depletion depended on settings/usage and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called stated they are still having trouble with charging the ins. Patient stated the controller is charging up ok when plug into the outlet but they are having difficulty charging the ins. Patient stated they spoke with the rep last week about the issue and rep told her to call pats for assistance. Patient stated the ins is taking a long time to charge and they can't move because the quality changes from excellent to good. Controller shows ins 80% and controller 100% charged. Agent confirmed patient did not have a fall or trauma. Agent reviewed devices function and recommend patient take note of message / code and call back for assistance if necessary. Agent sent email to the repair dept for recharger replacement. The patient later reported that the cause of the ins depleting faster is that when they were charge the ins the controller said a "no device found" message. They were sent a new recharger and the issue was resolved.